Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was removed and there was evidence of contamination found under all of the key contacts. Unrelated to the contamination, the keypad adhesive was found to be failing at the top of the keypad near the contrast button; the contrast button was unresponsive, which does not affect insulin delivery function. The contrast contact was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).